Event description:
Information was received from a patient regarding a recharger. It was reported that they were seeing scrolling battery lights on the recharger. When asked, the patient said they started noticing issues with the recharger about a couple weeks ago and then this past saturday the patient went to plug it into the dock and saw the blinking blue lights and the recharger wouldn't turn on. The following troubleshooting steps were performed: pressed and held the power button for five seconds while in the dock and reset the recharger. The issue was not resolved through troubleshooting. Additional information was received from the patient. The patient called back with their replacement recharger that they received today because they were trying to get it to "activate again" and that they did what the booklet said, but it wasn't working. The patient was seeing a "not found" message on the application. The patient was instructed to hit "retry" and press and release the power button. They then got another 'not found' screen. The patient was able to switch rechargers and then saw a "recharger is inactive" screen. The patient pressed the recharger power button and the light turned orange and they saw a not found screen. The patient was instructed to do a recharger reset and the screen showed 'not found'. The patient was instructed to press retry and power the recharger on and the recharger got an orange light and the screen showed 'recharger is inactive.' The patient was instructed to hit retry and hit the recharger power button and the light went orange and the screen showed a 3167 service code. The patient was able to dismiss the code and pressed the power button on the recharger again and the recharger went to beeping and the screen showed the recharger was searching for device. The patient was able to being charging their ins with excellent connection. The ins was at 10% charge. The troubleshooting steps taken on the call resolved the reported issue. The patient was going to continue charging their ins to 100% by call's end.

Manufacturer narrative:
Continuation of d10: product ID wr9220 serial# (B)(6) product type recharger. Product ID cd9000 serial# (B)(6) product type multiple therapy product. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6). H3: analysis of the recharger wr9220 wireless perficio insr (B)(6) revealed the device was unresponsive and the flash sector read/write protection bits had become set. This report is being submitted as part of remediation activities associated with CAPA 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.